Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection identified that the returned product was fractured. It was also noted that the inserter was in overall good condition with minor scratches on the surface. Dimensional analysis found the inserter to be within specification. Sem analysis review suggests the shaft threads were only partially threaded prior to impact and it appears that less than a turn of thread was engaged at the time of fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when screwing on the liner impactor head to the straight impactor, it was found that a piece of thread had been broken off. Attempts have been made and additional information on the reported event is unavailable.